Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in february of 2020. Evaluation of the returned instrument as received shows that the jaws are slightly loose and misaligned in the closed position and the knob rotation mechanism and handle to jaw mechanisms are dry and sluggish feeling. Also noted was that the luer flush port cap is missing from the returned instrument. We are able to validate this complaint. After the initial evaluation this instrument was disassembled in order to evaluate the internal components and it was found that the drive rod (n00185) fingers that actuate the jaws are damaged. We are unable to determine what caused the drive rod fingers to become damaged but it is suspected that mishandling at the end user's facility caused the drive rod fingers to become damaged and that is what caused the jaws to become slightly loose and misaligned. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that a clip could not be loaded to the applier during a surgery. The user suspected the deficiency of the applier so they replaced it with a new one to complete the surgery. The applier was sent to our technical specialist who found misalignment of the jaws and concluded it was unrepairable. It was purchased by the hospital on july 2020.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip could not be loaded to the applier during a surgery. The user suspected the deficiency of the applier so that replaced it with a new one to complete the surgery. The applier was sent to our technical specialist who found misalignment of the jaws and concluded it was unrepairable. It was purchased by the hospital on (B)(6) 2020.